Event description:
Philips received a complaint on the heartstart mrx indicating that the ECG 3-lead set snaps are damaged. The fse evaluated the device and replaced the ECG 3-lead snap set. The device was fully tested and put back into customer use. No further action is required at this time.